Manufacturer narrative:
Mother caretaker of type 2 diabetic using vgo 40 for two months reported low blood sugar of 27 mg/dl (B)(6) 2017 with hospitalization. Patient. Woke up on (B)(6) 2017 jerking. Mother unable to check bg, gave (B)(6) soda, checked bg a couple of hours later, it was 82 mg/dl. New vgo placed about 7:30-8am bg 92mg/dl. At 11:30am bg 102mg/dl, ambulance took pt. To hospital due to seizures later diagnosed as diabetic seizures. At 12-12:30pm bg 72 mg/dl at hospital, within a few hours bg dropped to 27 mg/dl because patient could not eat due to seizures. Mother removed vgo, disposed in trash, and bg increased to 400 mg/dl with injections for insulin therapy by hospital staff. The patient was discharged thursday (B)(6) 2017. On (B)(6) 2017 patient saw her health care provider who changed patient from vgo 40 to vgo 20 with follow-up in 2-3 days.

Event description:
Mother caretaker of type 2 diabetic using vgo 40 for two months reported low blood sugar of 27 mg/dl (B)(6) 2017 with hospitalization. Pre-vgo bg 200-300mg/dl, no low bg. A1c unknown by mother, unknown if patient taking diabetes pills and lantus. Using vgo 40 bg initially in the 100s mg/dl, most recently 27, 34, usually 79-82 mg/dl. Was prescribed 2 clicks with meals with 1 click = 2 units. Health care provider reduced the bolus clicks on (B)(6) 2017 from 2 clicks to bg 200-300 1 click, >300mg/dl 2 clicks. The mother has not been giving any clicks. Patient. Woke up on (B)(6) 2017 jerking. Mother unable to check bg, gave sprite soda, checked bg a couple of hours later it was 82 mg/dl. New vgo placed about 7:30-8am bg 92mg/dl. At 11:30am bg 102mg/dl, ambulance took pt. To hospital due to seizures later diagnosed as diabetic seizures, 12-12:30pm bg 72 mg/dl at hospital, within a few hours bg dropped to 27 mg/dl because patient could not eat due to seizures. Mother removed vgo, disposed in trash, and bg increased to 400 mg/dl with injections for insulin therapy by hospital staff. The patient was discharged thursday (B)(6) 2017. On (B)(6) 2017 patient saw her health care provider who changed patient from vgo 40 to vgo 20 with follow-up in 2-3 days.